Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. The customer stated that their blood glucose was between 400 mg/dl and 500 mg/dl. While troubleshooting, the customer expressed nausea as a symptom related to their high blood glucose. The customer stated that they were also sick though. The customer treated their blood glucose with a bolus without food. It was also found that there were four little air bubbles in the tubing of the infusion set. The insulin pump passed the self test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer later reported a low blood glucose episode of 49 mg/dl. The customer declined the displacement test. The customer was advised to monitor the insulin pump and call back if issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.